Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two days after implant the right ventricular (rv) lead exhibited undersensing and decreased r-waves. An attempt to reposition the rv lead was made; however, the helix would not fully retract during the procedure. The rv lead was explanted, and the helix issue persisted. The rv lead was replaced. No patient complications have been reported as a result of this event.